Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter: the consumer reported that the pen (basaglar) would not go back to zero reading after taking injection, stating difficulty to push down on the purple button. Date of event: (B)(6) 2022. Samples: available.

Event description:
It was reported that 1 unspecified bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported that the pen (basaglar) would not go back to zero reading after taking injection, stating difficulty to push down on the purple button. Date of event : 2022-03-21. Samples : available.

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.